Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: wavewriter alpha. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient developed a paralysis, weakness and the inability to move their legs following the implant of the spinal cord stimulator (scs) system. The patients underwent a procedure in which the system was explanted and is doing well postoperatively. The patient stated that the patient had stenosis and developed a hematoma. The explanted devices will not be returned.